Manufacturer narrative:
Exact date unknown, event occurred six to nine months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as per hospital policy. No device malfunction suspected.